Event description:
The micron filters in a extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock reportedly leaked while running amio. The replacement device also started to leak on the following shift, causing further dysrhythmias. The patient experienced increasing premature ventricular contractions (pvcs) and dysrhythmias. There was no further clinical impact reported. This emdr reflects the second of two occurrences.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.